Event description:
During a percutaneous transluminal angioplasty to the shunt anastamosis, the tip of the slalom thrill (4393040t) was stuck to the tip of the sheath introducer (6f, brand: unknown) during removal and the tip of the shaft was separated. The tip of the product was completely removed from the patient with the sheath introducer. The product was advanced to the lesion over the radifocus/terumo guidewire. No parts of the product remained in the patient. The vessel had no calcification, tortuousity and unknown % stenosis. The product will be returned.

Manufacturer narrative:
Please note that this product has been received for analysis; however, analysis has not been completed. Additional information will be submitted within 30 days of receipt.